Event description:
It was reported that technical services was contacted by the health care professional regarding possible loss of capture on the cardiac resynchronization therapy defibrillator. Ts reviewed the presenting electrogram (egm) with the hcp and discussed that capture was more likely, but possible loss of capture could not be ruled out. The crt-d system remains in service. No adverse patient effects were reported.